Manufacturer narrative:
During testing, the device touchscreen was found not responsive. Further investigation found corrosion on the edges of the touchscreen and front bezel. The probable cause of the corrosion is due to fluid ingress. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the device touchscreen did not respond.